Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted and this complaint was reported in a med watch (mw5089344). No clinical/medical information has been received at this point. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include abnormal joint loading or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed due to disengage of the poly.